Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient went to the hospital to check the device. The device sensing vector was then reprogrammed from alternate to the primary vector. Shortly after the reprogramming, there was another inappropriate shock which accelerated the rhythm. The device took several shocks to convert the arrhythmia. A magnet was applied, and the system was programmed off. Later, the system was explanted and not replaced. There were no additional adverse patient effects.